Event description:
It was reported that after placing four stents in the rca, an attempt was made to remove the guide wire; however, it was stuck between the distal stent, which was placed first, and the rca vessel wall. The guide wire was pulled until the tip broke off. The tip remains pinned between the vessel wall and the stent. No pt effects were reported.